Event description:
Alerts have been issued by the cdc and the FDA regarding potential contamination of sorin heater-cooler units with mycobacterium chimaera. Our facility has two of these units. The cdc recommended comparing a list of patients who had open heart surgery to a list of patients with positive cultures, as part of case finding. We found one patient.